Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited middle vitrification at the output window. The metal cap exhibited mild burnt on detritus. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the "fiber overheated" at 10 minutes, 32 seconds and 58,105 joules of use. It is not known how the procedure was completed. Pt outcome: "no damages".